Manufacturer narrative:
Eleven samples were received for evaluation. A visual inspection identified the five (5) samples were dented and with opening on the sides of the foil and the other six (6) samples remained sealed. The five samples did not meet specifications. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned five (5) minicaps, a baxter technician determined the devices were dented and with opening on the sides of the foils. There was no patient involvement. No additional information is available.